Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs assay (tnths) on a cobas 8000 e 801 module (e801). The sample initially resulted as 266 pg/ml and this value was reported outside of the laboratory to the physician. The physician requested for a new sample to be collected from the patient and tested. The second sample resulted with a value of 4 pg/ml. The complained sample was then repeated, but there was a sample short error. The complained sample was then put into a cup and tested, resulting as 3 pg/ml. No adverse events were alleged to have occurred with the patient. The tnths reagent lot number was 245192. The reagent expiration date was asked for, but not provided. The field service engineer (fse) installed a syringe plunger guide for the reagent and pre-wash syringes.

Manufacturer narrative:
The alarm trace showed an abnormal aspiration alarm occurring on (B)(6) 2018. Calibration was last performed on (B)(6) 2018 and no issues were seen with this calibration. Quality control results on (B)(6) 2018 were fine. Based on the provided data, a general reagent or instrument issue could be excluded. The investigation was unable to find a definitive root cause.